Manufacturer narrative:
Insulin pump passed displacement, and active current measurement tests it failed sleep current measurement test due to some problem with the electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had low battery alert before replace battery alert. The customer's blood glucose value was 155 mg/dl at the time of incident. The customer was assisted with troubleshooting. The insulin pump will be returned for analysis.